Manufacturer narrative:
(B)(4). Date sent: 4/24/2024 d4: batch # 540c95 additional information was requested, and the following was obtained: 1- during which shooting did the event occur? First shot 2- did the device lock (no clamp deployed and no cutting line started)? Or did the device begin to deploy staples and cuts but could not be completed (partial fire)? The shot stopped. 3- was there any difficulty opening the device? If so, how was the device removed from the patient? If so, did the jaws eventually open? Yes! The device did not open. They forced it to open. Yes, the jaws ended up opening" investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no reload was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. A manufacturing record evaluation was performed for the finished device batch number 540c95, and no non-conformances were identified.

Event description:
During the procedure at hospital * the device presented a fracture in the plastic of the grip, resulting in a jam. To overcome this situation, it was necessary to open another * device of the same lot to complete the procedure. The medical team was able to complete the transition without significant complications. No patient consequences reported. No further information is available.